Event description:
During surgery to fix a fracture to the left index finger proximal phalanx, the drill bit broke off in the bone. The surgeon chose to leave the piece of drill bit in the bone. The bone was dense and it was felt it would cause too much damage to try to remove it. The surgeon does not believe it will be a problem unless it needs to be removed in the future.